Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician has reported that they had to leave their operating room and move to another operating room, due to endophthalmitis being detected. The physician requested clarification on the equipment. The physician has confirmed all fluids go through the fluid management system (fms) and are thrown away after each operation and patient. The physician also reported that the patient had phacovitrectomy pucker surgery, the patient was administered with subconjunctival injection with corticosteroid. On the following post-operative days the onset of endophthalmitis was considered. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin were present. On post-operative day three the patient was treated with intravitreal injection combination of glycopeptide antibiotic and third-generation cephalosporin. The intervention was effective and the infection was resolved but with the floaters and fluctuating vision had remained. On the same day, the cultures were taken and no findings were observed. The integrity of wound was intact. The patient's current status was pseudophakic. The patient's post operative treatment included non-steroidal anti-inflammatory drug and corticosteroid. The patient was recovered with persistent conditions of floaters and fluctuating vision. This report pertains to ophthalmic handpiece involved in the reported events. This complaint is pertaining the five of six reports received from the same facility.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.